Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate shock therapy for ventricular fibrillation (vf). It was noted that the therapy failed to convert the rhythm and therapy was exhausted. A question about the timer of the event was presented to technical services (ts) that explained the event ended due to rhythm conversion or rate falling below the cutoff zone. It was observed that this patient was hospitalized. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate shock therapy for ventricular fibrillation (vf). It was noted that the therapy failed to convert the rhythm and therapy was exhausted. A question about the timer of the event was presented to technical services (ts) that explained the event ended after 53 minutes due to rhythm conversion or rate falling below the cutoff zone. It was observed that this patient was hospitalized. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.